Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screwdriver did not fit into the head of the screws during a procedure. There was a ten to fifteen minute delay in the procedure while a new screwdriver and screws were opened. There was no harm to the patient. This is report 2 of 2 for (B)(4).